Event description:
It was reported that while using the programmer during a session no sense markers could be seen on the hospital monitor nor the programmer screen. The programmer was to be returned to the company. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.